Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose 220 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. An alarm was occurring due to an empty pump and the patient missed a refill. The patient's pump would be refilled on (B)(6) 2015. The patient's symptoms were "mild" and specific symptoms included irritability and tingling. The patient's low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred on (B)(6) 2015. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information was received from the physician's office indicating that the patient's pump was replaced in (B)(6) after which the patient was instructed to contact the physician's office for a follow-up appointment for a refill. The patient did not contact the office until(B)(6) and did not know the alarm date. The patient was then contacted and it was discovered that the alarm date was (B)(6) . The patient's pump had been alarming. The doctor was out of town and the patient was advised to go to the emergency room, which the patient refused. Arrangements were made for the patient's pump to be refilled by a different doctor. The patient had since been contacted and was doing well without any adverse effects. The patient had an appointment scheduled for a follow-up in (B)(6) 2016. The baclofen treatment was ongoing. The patient's other medications included: celexa (oral, 40 mg tablet), flecainide (100 mg tablet, 2x day), aspirin (81 mg, ec tablet), citalopram (20 mg tablet, daily), hydrochlorothiazide (12.5 mg capsule daily), losartan (50 mg tablet daily), metoprolol (25 mg every 24 hrs tablet), and simvastatin (20 mg tablet at bedtime), baclofen oral (20 mg tablet, 1 tablet 3x day). The non-critical alarm and critical alarm occurred and the patient did not contact the doctor or seek help until two days after the critical alarm. The pump was refilled without incident. The patient was doing well. The clinical notes from the physician were also provided for the pump refill that occurred on (B)(6) 2015. The pre- and post-operative diagnosis was spasticity, cerebral palsy, and intrathecal baclofen pump failure. The pump was refilled under fluoroscopic guidance and local anesthesia. There was minimal blood loss. The pump was interrogated and reprogrammed. The patient had 40 ml remaining at a concentration dose of 2000 mcg/ml at a daily rate of 220 mcg/day and was reprogrammed to reflect the refill. No bolus was programmed. A new alarm date was (B)(6) 2016 and the patient was to follow-up with the clinic. The patient recently had a catheter replacement (B)(6) 2014 at which time the records showed that the pump was refilled. The pump had not been refilled since then. The patient contacted the clinic and indicated that the pump had alarmed a week prior. The alarm date was (B)(6) 2015. However, it was also reported that the low reservoir alarm was 08/01/2015, the empty reservoir alarm (B)(6) 2015, and the last pump refill was (B)(6) 2014. The motor had not stalled. The patient missed a refill appointment the month prior and did not realize the seriousness of the pump refill and if the pump ran dry. A few days prior to (B)(6) 2015, the patient started to notice more spams in the legs and was more agitated. The patient did not experience seizures or falls at home. The neurosurgeon who had revised the patient's catheter had called in some oral baclofen. The patient had a past medical history of an irregular heartbeat, bacterial pneumonia x3 (2004), anxiety, depression, hyperlipidemia, cerebral palsy, urinary retention, arthritis (feet), foot deformity biilateral, peripheral nerve disorder (pain soft tissues in limbs), hypertension. The baclofen pump was implanted in 2003; the pump was replaced in 2008. The patient had eyesurgery on strabisbus on both eyes (2003), and hamstring surgery bilateral 1967. The patient had the first follow-up with the surgeon post-surgery was 7 days. The patient was drinking the same amount of fluids pre/post surgery, the hydration re turned 0-1 week after surgery, the patient was eating the same amount pre/post surgery, the patient's diet returned 0-1 week after surgery. The patient's urination was the same before surgery and returned to normal 0-1 week after surgery. The patient was not passing bowel movements as he was before the surgery. The patient was back to normal daily activities and the patient's mobility was the same. The patient was able to function at the same level. The patient still experienced pain after surgery. The patient did not have any problems with regular daily activities as a result of any emotional state. The patient did not have a coach throughout the surgical experience and recovery. The patient participated in therapies following surgery discharge. The patient was not taking any new medications since surgery. The surgical procedure and date that was being referred to was unclear. The patient also had a family history of hypertension (father) and diabetes (paternal aunt). The patient had no changes in the following systems: eyes, ears, nose mouth, cardiovascular, respiratory, gastrointestinal, genitourinary, integumentary, neurological, psychiatric, or musculoskeletal. The patient's weight was (B)(6) , bmi was 29.13 kg/m2, (B)(6) and bp was 121/74 mmhg. The patient experienced tone in the lower and upper extremities bilaterally. The patient's strength was 5/5 in the upper extremities and 4+/5 in the lower extremities. The skin had no lesion s or rash no the trunk, feet, or hands. The lungs were clear to auscultation bilaterally. The cardiovascular check-up indicated regular rate and rhythm.